Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that the rvlp needed to be moved three times due to the chevron spinning. On the third attempt, on attempted removal the rvlp got stuck on a moderator band and the helix was bent. The rvlp was exchanged and the procedure completed with a different rvlp. The patient was stable following the procedure.